Event description:
It was reported to tyco/kendall hlthcare that a customer had a problem with the dental needle. The customer reports "the blue part of the needle cover is not staying on the needle, the blue part spins and the assistant was stuck with a needle after use."

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.